Manufacturer narrative:
The reported events were lead dislodgement, helix mechanism issue and ¿threshold and impedance are very high¿. As received, a complete lead was returned in one piece. The helix was partially extended and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. X-ray inspection found over-torqued of the inner coil at the connector region consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. After cleaning, the helix can be extended and retracted by applying torque directly at the connector pin. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was isolated to blood/tissue in the helix region and over-torqued of the inner coil. The reported event of high threshold was confirmed. Electrical testing found internal shorting due to over-torquing the inner coil inside the connector region which cause the reported event of high threshold. The reported event of high impedance was not confirmed. Electrical testing did not find any indication of conductor fractures.

Event description:
It was reported during implant procedure that the right ventricular lead had dislodged from its original position. High pacing impedance and high capture threshold were seen. Repositioning was attempted, but helix of the lead could not be extended. The lead was exchanged. There were no patient consequences.